Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2023 wherein the physician opened lead entry and pocket sites, added anchors to the leads, and re-tunneled to address the issue.

Event description:
Related manufacturer reference number: 1627487-2023-03834. It was reported the patient is experiencing discomfort from the tunneled lead to the sub clavicular ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8447012.